Event description:
It was reported that the patient was hospitalized for elevated blood levels.

Manufacturer narrative:
The pump was returned to animas for investigation. Investigation demonstrated the pump was functioning within required specifications and delivery accuracy. A review of the pump history indicated occlusions caused by an unidentified source. The pump emitted appropriate alarms accompanying occlusions. The pump was exercised and no occlusions occurred.